Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.